Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. An internal and external visual inspection revealed no problems related to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A short simulated therapy was performed and was completed successfully. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. One day prior to the event of death, the patient was hospitalized for an unrelated condition. The patient passed away while hospitalized. Two days prior to the event of death, the patient had the last pd therapy. The patient was not performing dialysis on the homechoice device at the time of death, nor was the patient performing therapy with a baxter solution. An autopsy was not performed. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.